Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma- late : unable to observe as it is a medical event that is not related to the device. Additional observations: brown particles observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.